Event description:
Certified diabetes educator (cde) called in to report that patient has been hospitalized as of (B)(6) 2019. Cde stated that she went into dka (diabetic ketoacidosis). Cde stated that patient suffers from anxiety and was having trouble filling the v-go. Cde stated patient possibly became ill due to improper use of v-go.